Event description:
During review of the manufacturer's programming history database, it was revealed that high impedance was observed on the patient's generator. The device was interrogated, diagnostics were ran, and the vns was programmed off. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.